Event description:
Report rec'd from the USA stating that the device had a "damaged hose." The device was not being used during surgery. It is unk if injuries or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).